Manufacturer narrative:
Update b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was treated for right intracranial aneurysm. It was reported that the operator noticed there was no marker at the tip of the microcatheter; however, there was no alleged product issue, as the problem was resolved on site, the surgeon showed no dissatisfaction, and did not claim any product issues. The cause of the missing marker band was not determined. The issue was not noticed upon opening the package, and the device was prepared and operated according to the instructions for use. The marker band was not left in the patient. No damage or evidence of tampering to the device packaging was observed, and the packaging was not damaged upon delivery

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, the echelon 10 microcatheter was removed from the circular dispenser and fully hydrated. While performing the surgery, the operator noticed that there was no marker at the tip of the microcatheter. The operator determined this to be a product quality issue and subsequently replaced the microcatheter with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of a right intracranial aneurysm. It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 8 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) document used: (B)(4). Bb as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. No kinks were found with the echelon-10 micro catheter body. The echelon-10 micro catheter distal tip was found to be separated. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Approximately 2.0mm of the distal tip and marker band were found missing. The distal tip and marker band were not returned. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.3cm. The echelon-10 useable length was measured to be ~147.5cm which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed as a portion of the distal tip and marker band were found missing. However, the cause for the separation could not be determined. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is possible the echelon-10 micro catheter became damaged upon removal from the packaging or if the guide wire is advanced past the tip of the micro catheter (outside patient body) subsequently causing the tip to separate during insertion into the hemostatic side arm adapter. The pre-shaped echelon-10 micro catheters include a split introducer to aid in insertion into the hemostatic side arm adapter. It was not reported if the split introducer was used during the event. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.